Event description:
The customer returned the colonovideoscope, which is an olympus asset, with no reported complaint. During device evaluation, white foreign material was observed in the air and water tube and in the water tube within the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the investigation findings could not be established. The event could be prevented by following the instructions for use which state that the use of products containing silicone may result in deposits of white foreign material silicone is commonly found in products such as simethicone defoaming agents lubricants and similar substances if such products were used there is a risk that foreign material could remain within the channel even when reprocessing is performed according to the instructions for use simethicone and petroleum oil or silicone based lubricants are not water soluble and are therefore not recommended by olympus as they may contribute to residue buildup within the channels. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.